Event description:
The customer reported that waveforms were not populating in the all beds screen on the central nurse's station (cns) while performing a preventative maintenance on the unit.

Manufacturer narrative:
Details of complaint: the customer reported that waveforms were not populating in the all beds screen on the central nurse's station (cns) while performing a preventative maintenance on the unit. The secondary screen for this cns was also going black from time to time. No patient harm was reported. Investigation summary: the issue of the secondary monitor going blank was resolved by changing the cable type. The customer switched the cables as the primary monitor required dvi and the secondary required vga cables. As such, a root cause is related to user education and use error. There is no evidence of an nk device malfunction. The customer was educated to prevent recurrence of the issue. A serial number review of the reported device does not reveal additional related complaints. A complaint history review of the customer's account does not reveal trends for similar complaints.

Manufacturer narrative:
The customer reported that their central nurse's station (cns) was undergoing preventative maintenance when they noticed that the main screen display did not have ECG waveforms or waveforms of any kind populating the all beds screen. The customer also reported that their secondary screen is turning black from time to time. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Attempt #1 03/19/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 03/26/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 04/02/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received.

Event description:
The customer reported that their central nurse's station (cns) was undergoing preventative maintenance when they noticed that the main screen display did not have ECG waveforms or waveforms of any kind populating the all beds screen.